Manufacturer narrative:
Device passed displacement and self tests. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file due to a software error and due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing. After further review, there were traces of previous moisture presence throughout electrical board. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm and moisture damage. Troubleshooting was performed. The insulin pump failed the self test and the alarm recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.